Event description:
It was reported that in 2003, a vascular access graft implanted in a loop configuration in the left leg of a pt occluded. The physician unsuccessfully tried to do a thrombectomy with clot buster, which requires a percutaneous perforation through the graft. When the physician exposed the apex of the graft in order to perform the thrombectomy he discovered that the spiral support along the length of the graft had separated from the inner and outer layers. The surgeon decided to explant the graft.